Event description:
On (B)(6) 2009, the pt reported experiencing issues with the up and down buttons of her infusion device. She stated that the buttons are hard to press and do not respond at all at the time of the report. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.